Manufacturer narrative:
It appears that the patient experienced some type of incident in which extremely high loads were applied to the construct, causing the rod to pull out axially on the left side. Whether the same situation occurred on the right side and the set screw subsequently backed out following removal of the rod, or whether the extreme loading caused the set screw to dislodge, after which the rod pulled free, cannot be determined. However, none of the set screws show the typical "starburst" pattern. This pattern is indicative of the set screw rotating in the screw body and being contacted by the rod as it rotates. The absence of this pattern indicates that if the set screw failure did occur prior to the rod dislodging, it must have been catastrophically ejected from the screw by the rod. Review of the device history records revealed no manufacturing, processing or design related irregularities. The set screws were found to be properly manufactured and released in accordance with the device master record. The evidence indicates that the failures are due to atypical loads experienced less than 4 weeks post-operatively, which caused axial pull-out of the left rod and either axial pull-out of the right rod followed by the unloaded set screw dislodging or ejection of the set screw under extreme loads, followed by subsequent dislodging of the right side rod.

Manufacturer narrative:
There were a total of four (4) arsenal set screws returned for evaluation. All four (4) are the same product part number/description but contain two (2) unique identifying lot numbers. Lot sm64986 (3 pieces) manufactured 10/27/2016. Lot 7878902 (1 pieces) manufactured 9/29/2016. The arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Post op x-rays indicated the set screws appeared to be loose as both the rods have been dislodged from the "tulip head" of the polyaxial screws. Revision surgery was conducted (B)(6) 2016 to remove and replace all four (4) set screws located at the l4-5. The arsenal spinal fixation system was originally implanted on (B)(6) 2016.